Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer called to report high blood glucose levels. The customer's reading was 600 mg/dl. The customer treated with a manual injection. The customer's symptoms included feeling tired and being thirsty. The customer performed troubleshooting and found a bent cannula. The customer was advised to change the entire set, reservoir, and insulin and treat. The customer was advised that the insulin pump was working as designed, and the insulin pump was not replaced or returned for analysis.